Manufacturer narrative:
E1: (B)(6) the date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an e315 (scope communication) error occurred during preparation for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.